Manufacturer narrative:
The subject device was not explanted from the patient; therefore, the reported event could not be confirmed through evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The patient is reported to have a history of mitral valve disorders and mitral valve replacement x3. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. It was also reported that a prior tee was concerning for a mobile mass on the mitral valve consistent with vegetation given the patient's prior history of ivda. There is no information suggesting that there was a malfunction or deficiency of the edwards valve. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
(B)(4). In this case, it was reported that the valve was disabled after an implant duration of seven (7) years, four (4) months and 14 days due to severe bioprosthetic mitral valve stenosis. Per the patient's medical records, this is a (B)(6) year-old female with a past medical history of mitral valve disease status post prosthetic valve replacement x3, now with severe mitral stenosis. She was recently hospitalized for influenza a and mixed cardiogenic/septic shock. She underwent tee during her admission, which was concerning for a mobile mass on the mitral valve consistent with vegetation given the patient's prior history of ivda. The patient was initiated on broad-spectrum antibiotics. It was determined she was not an appropriate surgical candidate. After a course of antibiotics, blood cultures showed no growth to date and the mitral valve vegetation was no longer appreciated. It was decided to perform transcatheter mitral valve replacement. An edwards sapien 3 valve was successfully implanted within the existing bioprosthetic mitral valve with tee demonstrating a well seated valve. The gradient across the valve was reduced to 6 mmhg. There was no evidence of any perivalvular or central mitral valve insufficiency. There were no intraoperative complications.